Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. Test strip lot 45001a614. Expired in october 31, 2011. The customer tested with a second test strip lot 4500162860 that is within expiry and did not receive an error message; however, it is unknown if the customer's wife was using this test strip lot prior to her medical event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported he shares his meter with his wife. The customer's wife received an error 3 message and a reading of 21 mg/dl(unknown if reading is from the hcp meter or adc meter). The paramedics were called and treated the wife with "glucose water via IV route." No additional information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
During a follow up call, the customer confirmed that they were using the expired test strip lot 45001a614 during the medical event. In addition, the customer stated only the error 3 message was the product issue related to the medical and that no reading was obtained from the adc meter. According to label copy, an error 3 message may indicate blood glucose result may be too low to be read by the system.